Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 unit displayed occurrence of backup battery failed alarm occurred. There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: cpu board was replaced.

Event description:
The international customer reported the v60 unit displayed occurrence of backup battery failed alarm occurred. Further clarification was received, and the customer did not experience occurrence of backup battery failed alarm, but "backup alarm failed" occurrence, which does not pose any risk to patient or user. There was no patient involvement.

Manufacturer narrative:
The cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator displayed ¿check vent: backup alarm failed¿ and audible alarm was generated. The cpu board was removed from the test ventilator. During debugging found cpu board ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu board. Cpu board was re-installed in the test ventilator, this time no failures occurred or errors were generated.the audio piezo buzzer (ls1) removed from the cpu pcba, was analyzed. Visual inspection of the interior found cold solders on 5.6ko 5% resistor leads. The cold solders on 5.6ko 5% resistor lead in the ls1 buzzer generated the customer's experience of backup alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.